Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated the rotor was found to be corroded. If the rotor and bearings are unable to rotate freely, the resulting friction will generate heat. The device was repaired and returned to the customer.

Event description:
It was reported that the product overheated. There was no patient involvement or adverse consequences related to this event.